Event description:
Additional information was received which reported that stimulation turned on and off and sometimes jolted the patient. This was noted to have occurred for a few months following a fall the patient had. The patient reportedly took a "big ugly spill" in (B)(6) the previous year and since then would lose her balance and fall. Additionally, the patient experienced less than 50% therapy relief and stimulation covered the patient's low back and bilateral leg. However, impedance tests indicated that programmed electrodes were low and in range. The reporter also stated that it was not possible to replicate the variability or jolting of stimulation in the healthcare provider (hcp's) office. The patient was reprogrammed obtaining better coverage.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient noticed her implantable neurostimulator (ins) was "not working right" on (B)(6) 2013. The patient was feeling stimulation "in rib cage and around the front." It was stated that if the patient "moves just right" she could feel a "twinge in the front and down her legs." It was reported that the patient saw her health care provider (hcp) a "few weeks ago" and had an injection. It was not stated what the injection was for. It was noted that the hcp did not perform an x-ray. Further information was requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).